Event description:
The customer reported that the system had no images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier assembly was replaced and the camera was calibrated during the service call. The system was tested and found to be working as intended and put back into service.